Event description:
It was reported that the unspecified bd¿ pen needle was difficult to operate. The following was recieved by the initial reporter: I received my supply from optum rx and wanted to let you know that I am not pleased with the second-generation needles. My skin is probably unusually tough, but these needles bend cau not only a scratch on my skin, but a waste of a few drops of medicine. Then of course I have to apply a new needle and start all over. Also, the needle does not screw on to the pen as easily as the previous needles.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no CAPA/sa is required at this time. H3 other text : see h.10.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. E.1. The customer's address is unknown. Unknown, (B)(6) has been used as a default. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and/or lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(6) has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd¿ pen needle was difficult to operate. The following was recieved by the initial reporter: I received my supply from optum rx and wanted to let you know that I am not pleased with the second-generation needles. My skin is probably unusually tough, but these needles bend cau not only a scratch on my skin, but a waste of a few drops of medicine. Then of course I have to apply a new needle and start all over. Also, the needle does not screw on to the pen as easily as the previous needles.